Event description:
It was reported that the patient passed away. The cause of death was unknown and no further information could be provided.

Manufacturer narrative:
Manufacturer's investigation conclusion. A direct correlation between heartmate (hm) ii left ventricle assist system (lvas), serial number (B)(4), and the patient's outcome could not be conclusively determined through this evaluation. Additional information provided on 23mar2023 stated that there is little information about the cause of death and that no equipment will be returning for evaluation. The heartmate ii lvas instructions for use (IFU), rev. C, is currently available. Although no device-related issues were reported, the IFU lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.